Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to the manufacturer for evaluation/investigation but to an olympus regional repair center in japan. The reported error messages e172, e433 and e109 are triggered by the generator¿s safety system and can have different technical causes. However, the error messages in the case at hand could not have been reproduced and the cause for the occurrence could not be determined and is being judged as unknown. However, as a result, a number of components were exchanged in order to prevent the customer from recurring the error. However, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wb91051w; brand name: hf unit "esg-400"; common device name: hf-generators; 510(k): k141225; product code: gei.

Event description:
Olympus was informed that during an unspecified therapeutic procedure, the esg-400 hf-generator issued error codes e433, e109 and e172. Also error u505 was issued by the usg-400 ultrasonic generator which is combined with the esg-400. The intended procedure was successfully completed using the same set of equipment and there was no report about an adverse event or patient injury.